Event description:
It was reported that post-operatively an index procedure using the sphere-9 catheter, the patient experienced atrial fibrillation reoccurrence documented on electrocardiograms, including recurrence after electrical cardioversion. The patient presented to the cardiac lab unit for transesophageal echocardiography and electrical cardioversion, and transesophageal echocardiography showed no left atrial appendage thrombus; an ep study was performed and cardioversion returned the rhythm to sinus rhythm, but atrial fibrillation recurred approximately 30 minutes later, and the patient was discharged the same day. Oral anti-arrythmic medication was initiated for atrial fibrillation recurrence. The patient later returned for additional electrical cardioversions with 200j external biphasic energy, with return to sinus rhythm followed by recurrence of atrial fibrillation minutes later, and sinus bradycardia was also documented on electrocardiogram; oral beta-blocker medication was discontinued. A subsequent cardioversion for recurrent atrial fibrillation again returned the rhythm to sinus rhythm, and electrocardiograms documented atrial fibrillation and sinus bradycardia. The events were reported as recovered/resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.